Event description:
Bilateral pt was revised. The sales rep was not present for the revision. The reason for revision is unk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, elevated levels of cobalt chromium. Additional information: litigation papers allege, the patient began to experience pain in his left hip. During revision of the left hip, the surgeon reported: the acetabular component had some rim fit and overgrowth and we used the explant osteotomes to just free of that overgrowth and the cup came out rather readily. There was no bony attachment to the cup and no bony ingrowth.

Event description:
Bilateral patient was revised. The sales rep was not present for the revision. The reason for revision is unknown. Update: (B)(4) 2012 - litigation papers received. Litigation alleges that the patient suffers from pain, elevated levels of cobalt chromium. It is reported that upon revision, fluid was discovered on the right hip. There is no new information that would affect the investigation.